Event description:
Red alarm light allegedly came on and consumer allegedly noticed a burning smell. Allegedly turned unit off and unplugged. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2v serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1143482 and the latest revision is rev I (oct-08). Rev I will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if this is an out of box failure. The device alarmed [fail safe] red continuously. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. The user manual lists them on page 27: "alarm: continuous on red light only [only applies to (B)(4)]. Remove and clean cabinet filters. Move concentrator at least three inches from walls, draperies, and furniture". The device performed as expected by alarming. (B)(4) - device evaluation results: condition of return - the concentrator was in used condition. Reason for return: "red alarm light allegedly came on consumer allegedly noticed a burning smell. Allegedly turned unit off and unplugged. No injury alleged. Result analysis: visual: the unit returned shows 1291 hours on the hour meter. Access door was not assembled in the unit and the inlet filter was moderately dusty. Functional: the concentrator was powered on and allowed to run at 5 lpm for approximately 3 hours. The yellow light came on followed by the red light and the unit shut down after 3 hours due to low o2. There was no burning smell. The unit was opened and found that the heat exchanger tubing was disengaged from the swivel elbow causing a leak and then shut down of the unit. Conclusion: the cause is a swivel elbow that can move causing a leak in the system. Although this does not occur with all swivel elbows, it was investigated and the component was changed to a non-swivel elbow. This change took place in production via (B)(4) on 1(B)(4) 2011. This unit was produced prior to the change.

Event description:
Red alarm light allegedly came on and consumer allegedly noticed a burning smell. Allegedly turned unit off and unplugged. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5po2v serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1143482 and the latest revision is rev I (oct-08). Rev I will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if this is an out of box failure. The device alarmed [fail safe] red continuously. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. The user manual lists them on page 27: "alarm: continuous on red light only. [Only applies to irc5po2]: 4a. Remove and clean cabinet filters; 4b. Move concentrator at least three inches from walls, draperies, and furniture" the device performed as expected by alarming.